Manufacturer narrative:
D8/9: device returned to field service, date unknown. The device was returned and evaluated, and the investigation for the reported system self-check error has been completed. Data analysis: aic logs from the complaint date showed sau powermod 1 communication issues which resulted in failure of system self-check. Device analysis: the power battery manager (pbm) was confirmed to have corrosion on the communication traces next to the super caps. The root cause of syscall error was due to a defective pbm. The root cause of the defective pbm was corrosion due to leaking super capacitors. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) produced a "system self check failure" alarm during startup. The engineer checked the firmware and found that powermod 1 displayed "na" for revision and version. A visual inspection found damage at the power battery manager (pbm) consistent with leakage of the super caps. The engineer then replaced the pbm, which resolved the issue. This occurred during preventative maintenance, and there was no patient involvement.